Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set squirts out insulin while priming, slow while rewinding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had random no delivery alarms, diminished battery life, changing batteries every 2 to 3 weeks, screen was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly - during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to loose drive support disk. No charge or battery lasts less than expected anomaly. Device received with cracked lcd window. The p-cap locks into the reservoir compartment properly noted.